Event description:
58 year old male with medical history of bicuspid aortic valve and aortic insufficiency underwent aortic valve replacement on 6/13/97. Pt developed condition related to aspergillis infection. Site suspects that homograft may be involved infection.